Event description:
It was reported that, "the surgeon used the 4.3 drill bit to drill through the locking sleeve on a 10 distal femur plate. Three different measurements were taken of the end of the locking sleeve. Each time the measurement was 10mm off. The screws that were too long were replaced with shorter screws. The calibrations being off were verified by the surgeon looking at the pointed 4.3 drill bit next to the flat tip. I also confirmed this after the surgery; with the drill bit used during surgery and a new one."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.